Manufacturer narrative:
Concomitant medical products: 02-020-13-0340, truliant femoral component. No device return anticipated due to clinical study policy.

Event description:
It was reported via clinical studies, exactech truliant knee clinical study, that a 66 yo male, height: 73 in, who had initial implant on the right knee on (B)(6) 2019, and had a spacer placed on (B)(6) 2020, presented with inflammation to the right knee on (B)(6) 2022. They underwent a revision of the spacer on (B)(6) 2022 and a knee aspiration for culture. Outcome indicates continuing. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.